Event description:
It was reported that during a da vinci myomectomy procedure, arcing from the monopolar curved scissors instrument with the mcs tip cover installed was observed after the mcs instrument made contact with a tenaculum forceps instrument that was also being used during the surgical procedure. Reportedly, the bovi machine caused the cord to break in two and explode. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the tip cover had a .071 x .059 oval shaped hole in the silicone. The hole was located .439 below the distal end of the tip cover. The silicone exhibited localized melting around the hole, indicating that an arcing event occurred. Failure analysis investigation also found that the tip cover had a small longitudinal tear at the distal tip (mouth) of the tip cover. The tear was 0.041 in length and did not exhibit any missing pieces. No other damage was found. The mcs instrument used in conjunction was also evaluated. Failure analysis investigation found that the instrument had debris at the tip that resembled a char mark; this debris was removed. Upon inspection under magnification, no char marks were found. Thus, the customer reported complaint was not confirmed. MFR report 2955842-2013-05874 was submitted regarding the mcs instrument. On (B)(4)2013, intuitive surgical, inc. Contacted the initial reporter of this complaint. According to the initial reporter, the surgical team heard a noise coming from the cable connected to the electrosurgical unit (esu) and the monopolar curved scissors (mcs) instrument indicating that the cable blew. The mcs instrument and tip cover accessory were inspected prior to use and there was no damage noted to either of the devices. The cannula was also inspected and there was no damage noted to the cannula. The esu used during the surgical procedure was a valley lab force 2 and the settings used during the surgical procedure were coag/40 watts. The esu cable was a valley lab reusable cable. The customer reported complaint does not in itself constitute a MDR reportable event; however; the arcing damage to the mcs instrument found during failure analysis investigation if to recur could cause or contribute to an adverse event.